Manufacturer narrative:
H3: customer complaint frozen up was confirmed, motor seized and bearings are corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during testing that the handpiece was running at 7500 rpm in oscillation mode with irrigation begin used 10 cc/min, handpiece was overheating less than a minute. Motor was stalled. Procedure was completed with another handpiece. There was no patient impact.